Event description:
Staff entered the unoccupied room and noticed the wall outlet with the bed plugged in was smoking. The bed was unplugged and the event reported. Bed removed from service pending check to ensure safety. This is the second such event with the same make of bed in the past 30 days.